Event description:
It was reported that the pulse generator exhibited an isolated case of high impedance on both the atrial and ventricular channels.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.